Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had an issue with blood splattering in the safety shield. No report of injury or medical intervention. No report of blood exposure to mucous membrane.